Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the turbo-ject single lumen peripherally inserted central venous catheter leaked at the junction of the purple hub and the clear tubing on the distal end of the device. The PICC line was utilized at least weekly for infusions of blood products and chemotherapy, as well as blood draws. The product problem occurred approximately 180 days after initial placement and necessitated the use of additional anesthetic and the placement of a new device in an additional procedure. The complaint device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Event description:
No additional information or changes at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned and the reported issue confirmed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode.